Manufacturer narrative:
One (1) imp,tsv,4.1mm,dual sel,ha (tsv4h10) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar. Bone / tissue was seen attached to the implant exterior threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth # 30 (universal) and was used for approximately 3 years 10 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63370723). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63370723) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 fractured. Implant was removed and the area was grafted. Patient to return for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.